Manufacturer narrative:
Then complaint cannot be confirmed,since the system triggered low and high glucose alerts and there was no material returned for investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On november 06th, 2019 senseonics was made aware of an adverse event where the user experienced a hyperglycemia event and reported the continuous glucose monitoring system did not alert her.